Manufacturer narrative:
Pump passed displacement test and self test. Pump error hal software error detected, the main arm cannot communicate with the motor arm, drive count error boundaries exceeded after movement alarms found in the pump history due to software error. Unit was received with faded serial number label, cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had multiple pump error alarm. No harm requiring medical intervention was reported. The insulin pump had cracked at back the battery side, starting at the battery clip. The insulin pump was not dropped or bumped. Reservoir did lock in place. Displacement verification test passed. Self test also passed. Insulin pump rewind normal. The device will be returned for analysis.